Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Internal reference #: (B)(4).

Event description:
It was reported that the procedure went as planned, although patient had a retroverted uterus, and she was discharged. A few days after the procedure, the patient was admitted to the ICU in septic condition. The patient urine and blood tested positive for e. Coli and group b strep. The patient was given IV antibiotics for treatment and is currently doing well.